Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse lipid medication during delivery. Registered nurse (rn) started lipid infusion overnight shift, the pump alarmed infusion complete then medication was removed from the pump and found that the lipids medication bag was still full although the infusion pump indicated that the medication dispensed fully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.